Event description:
The patient reported that the pump is making an unusual sound. The serial number and expiration date were not provided. No side effects were reported as a result of the pump malfunction. It is unknown if the defective pump is still on hand for return to the manufacturer. The product has been replaced and the patient does not have a backup product they can switch over to. The patient was able to successfully continue their therapy. The therapy is life-sustaining and the outcome of the event was resolved. No further information. Indication: sicca syndrome, unspecified; chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.